Event description:
It was reported by service report that the left siderail panels were cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: cracked siderail panels.